Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse checked all cable connections to the single port one axis manipulator (soam) a board, specifically j14 (from yaw motor brake). The fse replaced the soam a board, but error 32100 reoccurred. Therefore, the fse replaced the yaw motor and resolved error 32100. In addition, error 23038 occurred when the system was in normal mode. A power cycle was performed and the system powered on normally. All diagnostic test engineering (dte) tests passed and errors were cleared. The system was tested and verified as ready for use. Log information was reviewed and confirmed multiple occurrences of error 32100 and error 1302 pointing to armnet solenoid error: egm, hardware not responding. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. Isi received the soam a board involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. This unit was installed into the test system and ran 10 power cycles. The system was left in idle for 1 hour. This unit had no trouble found. Isi received the yaw motor involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The unit was tested on an in-house system and failed in normal mode. The unit was also tested on patient side cart (psc) fixture test platform (pftp). The unit failed iloop twang test and triggered 32100 error. Further investigation revealed the brake release and re-engagement voltage were out of specifications. The brake coil assembly was swapped with a tested one and it resolved the issue. The original brake coil was reinstalled and the 32100 error reoccurred. As a fix, the brake coil will be replaced to address the reported problem. The unit passed all pftp tests with a tested brake coil assembly. The brake components (armature, caliper, brake rotor, and spring) will be replaced to accommodate the motor module brake replacement. Based on the information provided at this time, this complaint is being reported due to the following: during a da vinci-assisted cholecystectomy surgical procedure, error 32100 occurred repeatedly and could not be recovered by fault override. An isi technical support engineer (tse) was contacted for troubleshooting assistance. Troubleshooting was attempted with the tse, but the procedure was ultimately converted to laparoscopic surgery. System unavailability after start of a surgical procedure (first port incision) caused the procedure to be converted. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, error 32100 occurred repeatedly and could not be recovered by fault override. An isi technical support engineer (tse) was contacted for troubleshooting assistance. The tse had the customer perform a hard power cycle of the system twice; however, the issue persisted. The tse checked event logs and found error 32100 on single port one axis manipulator (soam) a (p1= c0008840, p2= 1, p3=1). The customer tried different entry guide manipulator (egm) positions, but the issue was not resolved. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: the customer reported there was no harm or injury to the patient. The system initially powered on without errors and system functionality was checked. The surgical staff did not observe any outside influences impeding the movement of the egm. The procedure was in progress for about 10 minutes when the issue occurred. No video recording of the procedure was available for isi review.